Event description:
After placement into the patient, there was an issue with the thermistor of the cryoablation catheter. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep directly. Manufacturer response for cryoablation catheter, artic front advance 28mm cryoablation catheter (per site reporter). Clinical site notified mfg rep directly.